Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have two (2) severely bent grips, causing misalignment of the grip-tips. There was a 2.55mm offset at the tips. The grips were not found to have cracking damage. As result of the bending, the molded insulators of the grips have become dislodged. The complaint regarding the jaw was misaligned was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaw was misaligned. The procedure was completing as planned with no reported injury.